Manufacturer narrative:
Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) that occurred while delivering hv therapy. The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a notification alert for backup vvi mode. Patient felt a shock while singing into a microphone. Review of device image showed patient had been in supraventricular tachycardia (svt) that was appropriately diagnosed, but the svt timeout delivered inappropriate antitachycardia pacing and hv therapy. A successful firmware download was performed. Device was later explanted and replaced.